Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 550 mg/dl, current blood glucose is 235 mg/dl , 477 mg/dl. It was also reported that the customer's blood glucose was up in range of 400's mg/dl and treated with manual injection. The customer did not experienced any symptoms. It also reported that the drive support cap was normal. Customer was not neither hospitalized nor admitted for high blood glucose. The customer was treated high blood glucose with manual injection. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.